Event description:
It was reported that the patient never had therapeutic effect. It was noted that the patient did not know when she started noticing but it was determined that the disease had progressed to the other side so it was decided to add a second lead on the other side. It was noted that they turned the implantable neurostimulator (ins) off for 30 minutes and nothing changed regarding symptom control. It was noted that the event occurred following implant of second lead in (B)(6) 2013. It was noted that the programmer did increase settings of pulse width from 190 or 200 and increased all the way up to 390 but the patient did not experience any changes to symptom control or side effects. It was noted that the lead placement was to be checked. Additional information received reported that the patient was having an MRI because the deep brain stimulation (dbs) was not put in correctly and was being removed although the reporter did not have any details involving the case. It was noted that the order for MRI indicated that ¿electrode placement¿ was being done. It was noted that the patient was having therapy issues but that no details were known.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va08mwl, implanted: (B)(6) 2013. Product type: lead: product ID 3387s-40, lot# v488642, implanted: (B)(6) 2010. Product type: lead: product ID 64001, lot# n295316, implanted: (B)(6) 2012. Product type: adapter: product ID 37651, serial# (B)(4). Product type: recharger: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that she had a revision on her right brain and this was her 3rd one. It was indicated that the original implant was done in (B)(6) 2013 and she was not getting any effect. In (B)(6) 2013 they went back in because they thought the implant was too deep, they raised it a little bit. Patient reported, this helped a little bit but she was getting optimal results, so in (B)(6) 2015 they took out everything and put a new one in.